Manufacturer narrative:
D10 concomitant product: 86449, 86449-w 6.5mm inter hi-lo trach x10, (lot #25e1470jzx), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two 6.5 endotracheal tubes experienced torn cuff and cuff leaks during an intraoperative procedure, requiring an endotracheal tube exchange. The tear was noted shortly after intubation, prompting a rapid exchange for a new 6.5 endotracheal tube. A similar cuff leak was observed approximately 30 minutes after placement of the replacement tube. The case was safely completed without the need for a third exchange. No patient complications have been reported as a result of this event.